Event description:
It was reported while using the catheter for an atrial fibrillation ablation procedure, resistance was noted when trying to remove the cool flex catheter from the sheath and damage was noted to the insulation of the catheter. The catheter was used for approximately 2.5 hours when the physician noted difficulty when attempting to access the left pulmonary vein. The physician used ensite velocity and fluoroscopy to assist with navigating the catheter. When removing the catheter from the sheath the physician noted resistance and then noted the damage to the catheter shaft at the area where it is not braided. There were no consequences to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.